Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was unknown, although the customer stated that her blood glucose readings have been bad lately. She observed that only the esc button worked. She noted that she was at the river and noticed that there had been condensation under the screen. The insulin pump also alarmed button error and failed battery test. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage noted on keypad traces during visual inspection. All buttons functioning properly. No button error alarm noted. All operating currents are within specification. No unexpected failed battery test alarms noted. Insulin pump functioned properly. Insulin pump received with cracked reservoir tube lip and corroded lcd board during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.